Event description:
It was reported that the first batch (2 bags of cement in an acm) was unworkable at 3.5 minutes and completely set at 6 minutes and the batch could not be used. It was reported that the surgery was delayed while more cement and another mixer was sourced from spd. Additionally, it was reported that a second batch was prepared, and although the surgeon worked quickly, (again 2 bags in an acm), the cement unworkable at 6 minutes and hard at about 10 minutes. It was reported that both batches were mixed under vacuum as per stryker protocol using a stryker acm mixer (B)(4) and foot pedal. The cement had been stored in a room with ambient temp of 72.7 degrees f at the time of the experience.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.